Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years and seven months post vena cava filter deployment, the filter embedded, migrated, tilted, struts detached and perforated into the organs. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts remains posteriorly endothelialized into caval wall and in the lungs were removed percutaneously. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years and seven months of post deployment, computed tomography studies of the abdomen and pelvis were performed. In the right lung base, in the lower lobe pulmonary artery, a small metallic density (linear in nature) was observed. Also, found an inferior vena cava filter in place and some of the cava filter wires appeared to be outside the inferior vena cava confined extending into the aorta and behind the aorta. The wire in the lung was suspected to be a piece of broken filter. After, three days, computed tomography studies of the abdomen and pelvis for a patient with left sided chest pain were performed. It was reported that the inferior vena cava filter was broken, a part of it was suspected to be in the pulmonary artery. An attempt was made to retrieve the filter but failed in removing it. After, four days, computed tomography studies of the abdomen demonstrated an angled orientation of the inferior vena cava filter with a bent strut extending cephalad. In addition, some of the strut tips appear to be outside the lumen and one appears to be within the adjacent aorta, however this may be artifactual. Computed tomography studies of the chest showed a linear hyper density within a right lower lobe segmental pulmonary artery branch, which might represent a fractured strut from the patient¿s inferior vena cava filter. On the same day, it was found that multiple legs of inferior vena cava filter were extending outside the caval wall with one penetrating the aorta, the patient complained of back pain and desired to have removal of the filter, with a recent computed tomography study showing a fractured leg posterior to cava. On the same day, the patient was transferred to (B)(6) hospital for retrieval. Computed tomography studies of abdomen and pelvis were performed and showed the presence of inferior vena cava filter with displacement of some of the wires. On the same day, through the right internal jugular vein, a 11 french cook filter retrieval sheath was placed through the 22 french sheath. A vena cavogram was performed which demonstrated multiple legs outside the caval wall with the apex embedded in the wall and the hook not being exposed. Atleast one fractured leg was noted prior to attempted removal. Multiple legs of the filter was snared with sos catheter and a bentson wire. The 22 french sheath was advanced through the right internal jugular vein until the apex of the filter was withdrawn into the sheath. The filter was removed without causing an additional leg fracture. A post removal vena cavogram demonstrated a single fractured leg posterior to the inferior vena cava as it was chronic and has endothelialized into the caval wall. In addition to this, there is a foreign body in the lung which has an appearance of an inferior vena cava leg. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter limb detachment, retrieval difficulties, material deformation and malposition of the filter. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2012),g2,g3,h6(device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. G2/g2 express/g2x: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged filter tilt, migration, perforation of the ivc, detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters, perforation or other acute or chronic damage of the ivc wall, filter tilt and filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately four years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism . At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc, struts detached and perforated into the organs. The device has been removed after an attempted but unsuccessful percutaneous removal procedure.it was further reported that the detached struts remains posteriorly endothelialized into caval wall and in the lungs were removed percutaneously. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.